Manufacturer narrative:
The reported events were lead dislodgement and noise. As received, a partial lead was returned in two pieces with the helix found retracted and clogged with blood/ tissue. After cleaning the helix and cutting the distal portion (b), the helix was able to extend and retract by applying torque directly to the inner coil. The full helix extension length was measured within specification. The reported event of noise was confirmed. Visual examination found an external insulation abrasion breaching the outer insulation at the proximal region. The cause of noise was due to external insulation abrasion consistent with friction to device can.

Event description:
Related manufacturer report number: 2017865-2023-36777, 2017865-2023-36779. It was reported that the patient presented in clinic with dizziness. The right ventricular lead exhibited loss of capture, low pacing impedance and oversensing due to noise. The atrial lead also showed oversensing due to noise. During lead revision, fracture was noted on the right ventricular lead, and the left ventricular and atrial leads dislodged. All leads were explanted. The patient was stable.